Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that there was a potential damage to the packaging of the device, it was noted that the packaging was wet when stored in the theatre fridge. It was also reported that this event did not occur during a surgical procedure, and there was no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that there was a potential damage to the packaging of the device, it was noted that the packaging was wet when stored in the theatre fridge. It was also reported that this event did not occur during a surgical procedure, and there was no adverse consequences as a result of this event.